Event description:
It was reported that during a da vinci-assisted pancreatomy surgical procedure, the customer was complaining about non intuitive motion on left master control, it was stated that the instrument was at 90 degrees, but surgeon has to over correct. It was stated that they have tried power cycling already, but issue was slightly better but still persisted, tried with multiple different instruments, but issue persisted. They are on a dual console and recommended switching over to console 1 but surgeon was deciding to proceed without switching.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse re-calibrated master tool manipulator (mtml) and the issue was resolved. The system was verified and ready to use.